Manufacturer narrative:
(B)(4). Uniboard. Evaluation summary: the analysis site confirmed the customer's complaint and found the control module was giving error code l1-001 and kept shutting down causing the lcd to go blank. They also found the lcd display would not lock in place. To correct the customer's complaint, the analysis site replaced the uniboard. The u-handle was replaced to correct lcd display lock issue. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a case, the ex unit kept shutting down and the lcd screen would go blank and then automatically turn back to the vacuum test. There was no pt consequence reported. Case completed using the unit. Control module being returned for repair.